Manufacturer narrative:
The device involved in this event was discarded; therefore, no visual or physical analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use: "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. Patient information was not provided; therefore, part a could not be completed. The lot number for the device was reported as not available; therefore, section d4 could not be completed, including the UDI number. The sections left blank or unknown on this form could not be completed due to missing information. Attempts to gather further details to obtain the information were made and no additional information was provided regarding this event at the time of this report. Should additional information be received, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Event description:
Event description: the surgeon used the jestream catheter on his thruway guide without any problems, and the procedure took 3 minutes. At the end of the procedure, he was unable to perform his fixed point/withdrawal because the catheter was stuck to the guide. For clarification, he did use the rex function. It was reported that, the original device was able to be used to complete the procedure, and there were no patient complications as a result of this event. What troubleshooting steps, if any, resolved the issue? N/a. What is the next course of action? N/a. Patient present at time of event? Yes. Patient complications: no patient complications. Was issue present upon opening package? No. Question: size/type/brand of the guidewire used? Answer: thruway 014 300cm. Question: was atherectomy lubricant used? If yes, please provide type/brand. Answer: heparinised saline solution. Question: during use, was the tip of the guidewire 10cm from the distal tip of the catheter? Answer: yes. Question: did the catheter and guidewire have to be removed as one unit? Answer: yes. Question: how was the device removed from the patient? Answer: as one unit. Question: was the guidewire able to be removed from the device once outside the patient? Answer: unknown. Question: was there any visible damage to the device? If yes, please describe: answer: no. Question: was atherectomy lubricant used? If yes, please provide type/brand: answer: heparinised saline solution. Question: was the device removed from the patient in one piece? Answer: yes.